Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/29/2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, the battery cap top was worn.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was also reported that the patient had blood glucose (bg) readings greater than 250mg/dl but less than 500mg/dl; no symptoms of hyperglycemia were reported. This incident is not considered an adverse event according to animas' definitions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.